Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. A corrective and preventative action has been opened to address the reported issue. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Functional and visual testing were performed. The main case tamper seal removed. Plunger case tamper seal intact. The investigation found the top case broken at both front corners. Bottom case seal torn. Right plunger case broken at top surface. Left plunger case deformed at top surface. The pump event history showed a system advisory: battery communication timeout" error in the error history log (ehl). The evaluation was performed, and the reported issue was not duplicated, during power-on self-test. The pump is 6 years old. The root cause of the reported issue was unable to be determined. The technician replaced the battery for preventative measures (pm). Calibrated unit which passed all functional and delivery tests.

Event description:
It was reported that does not change was observed. No patient injury was reported.